Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod8 coils. During the procedure, the physician successfully deployed and detached an initial pod8 coil into another segment of the target vessel without any issues. While attempting to deploy a new pod8 coil into the target vessel, the physician noticed that the vessel was slightly larger than expected and subsequently, the pod8 coil was not coiling properly in the vessel. Therefore, the pod8 coil was resheathed and cleaned in saline to be redeployed later in the case. The physician then deployed and detached a new ruby coil into the target vessel without any issues. While attempting to redeploy the previous pod8 coil, the physician was unable to advance the coil out of its introducer sheath and into the microcatheter. Therefore, the pod8 coil was removed and the procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 pusher assembly. The pusher assembly was kinked in multiple locations, including approximately 100.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pod8 pusher assembly was kinked. The embolization coil could be partially advanced out of the introducer sheath, but the kinked pusher assembly could not be advanced through the introducer sheath. The damage to the pusher assembly likely occurred due to forceful manipulation of the pod8 during advancement or retraction. The microcatheter mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.